Event description:
It was reported during a tips (trans-hepatic portal systemic shunt) procedure, after the balloon was deflated and being withdrawn from the sheath, the balloon separated from the catheter. The dr had to snare the detached segment of the balloon. There was no pt injury reported.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The sample has not been returned for eval to date. This application (tips procedure) represents an off-label use for this device. The info for use for this device states: the opti-plast xt peripheral balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac, femoral, and renal vessels. Bard does not recommend the use of this product for procedures other than those mentioned.